Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal superficial femoral artery with moderate calcification. An 8x40mm absolute pro self-expanding stent system was advanced toward the target lesion. The thumbwheel would not slide; thus, the stent partially deployed. Several attempts were made to deploy the stent but the stent remained partially deployed. The device was withdrawn from the anatomy. A same size absolute pro was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy was not confirmed. The investigation was unable to determine a conclusive cause for the reported failure to deploy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.